Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was damaged. The issue was described as ¿after peritoneal dialysis patient wanted to close the pacifier and open the minicap found that the appearance was damaged¿. This was identified during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.